Event description:
Initial info was received on (B)(4) 2011 from a female consumer. This consumer used colgate adult motion powered toothbrush (lot #0529le) and it exploded, causing her to be unable to hear for a while. She had used the toothbrush for over one year prior to the report, changing the original batteries at some point. The events occurred on (B)(6) 2011, just as she had started to brush her teeth. She did not consult a healthcare professional concerning the events. She was not sure if she would be using the toothbrush again, due to the events experienced. By the time of the report, the consumer had recovered. (B)(4).